Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6: health effect - component code. The following sections were corrected: b1, b2, b5, h6: health effect - clinical code. Concomitants: (B)(6) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw.. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 203-90-21 - (11-2716) 90x13/21x1.19mm.

Event description:
It was reported that approximately 123 months after a left total knee replacement procedure, the patient underwent a revision procedure to address a loose femur and prosthesis wear, pain, discomfort, swelling, and gait impairment. No operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 2060439, 200-02-41 - three peg patella 41mm 2185331, 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm 32352, 204-34-04 - fluted stem extension 40l x 14 mm 2360684, 204-70-00 - tibial stem ext. Screw 2467800, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 2060439.

Event description:
It was reported that this 54 year old male patient's left knee was revised due to a loose femur and a recalled poly. Patient complained of pain. Surgeon used competitor devices due to recall. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. A contributing factor to the femoral loosening may have been due to patient-related conditions. Possible causes for polyethylene wear include malalignment between the implants, inclusion of the polyethylene in the recall, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.